Event description:
Siemens healthcare diagnostics products reported to sysmex corporation (B)(4) and sysmex america, inc. (Sai) on (B)(6) 2013 an incident of possible exposure to a user when she moved a cart holding a printer away from the drain area of a ca-1500 automated blood coagulation analyzer (serial number (B)(4)). The user was splashed in the eye with liquid waste. The issue occurred on (B)(6) 2013 and was reported to siemens one day later (B)(6). The operator noticed moisture on a toner box stored on the cart. The cart was located between two recently installed sysmex hematology analyzers; the analyzers share the drain. When the cart was moved, one waste line, which the operator thought was that of the coagulation analyzer, came out of the drain and liquid splashed in her eyes. Three waste lines convene in this drain. The user is concerned that too much pressure is forcing drain lines to come out. One drain line appears to collect excess fluid. The technologist immediately flushed her eyes with water for 15 minutes and was assessed by the patient care supervisor. She was treated in occupational health at the facility for exposure. (B)(6) was administered.

Manufacturer narrative:
No evidence of product malfunction was provided (error log or other). It is not known if the analyzer was in use at the time. Siemens field service examined the analyzer after the event. The engineer stated that it appeared to him that the waste line of the coagulation analyzer was moved during installation of two hematology analyzers that share the drain with the coagulation analyzer and the line from coagulation analyzer was dislodged. No photographs or other evidence to support or confirm this was submitted. The fse replaced the waste line at the user's request. Current status of the user is not known. This occurrence is reported in consideration of the FDA needle-stick guidance, as (B)(6) was administered in addition to first aid.